Event description:
It was reported to philips that the system failed to display images on the large screen monitor. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic vascular procedure. The procedure was ultimately completed with difficulties. The philips remote service engineer (rse) connected with the customer remotely and confirmed that the system was unable to display images on the large screen monitor. Review of the logfiles shows software errors on the main pc. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that there was a suite pc software startup problem. To resolve the issue, the fse loaded the suite pc, and reloaded the backup configuration. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.